Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. It is unknown if there was a delay to the start of pre-cleaning. During pre-cleaning, the customer flushed the air/water nozzle with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the device was pre-soaked in a detergent solution, if the customer wiped/brushed the air/water nozzle, or if customer flushed the air/water nozzle with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was conducted according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-xz1200 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-xz1200 reprocessing manual chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported event was found during inspection for use for a diagnostic gastroduodenal fiberoscopy, which was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/ down knob was out of the standard value due to wear of the angle wire, adhesive around the objective lens had a white clouded area, adhesive around the light guide lens had a white clouded area, plastic distal end cover had a dent, connecting tube had a scratch, and the adhesive on the bending section cover had a chip, crack, and white clouded area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope nozzle was clogged. The device was returned for evaluation. During the device evaluation, the foreign objects were found in the tip nozzle, operation section suction channel, and insertion section forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.